Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on september 24, 2020. Blood glucose reading was 972 mg/dl. The customer stated they were hospitalize due to the insulin pump failed with a motor error. The insulin pump will not be returned for analysis.